Event description:
It was reported thrombosis occurred. A 24mm watchman flx laa closure device was deployed during a procedure. A thrombus formed on the delivery catheter post deployment. The thrombus was successfully aspirated at the time of device release. There were no patient complications and the procedure was completed without further issue.

Manufacturer narrative:
Device returned to manufacturer: eturned product consisted of a 24mm watchman flx delivery system (flx), snapped inside the watchman access system (was) with blood in the device. The implant was not received for analysis.the hub, shaft, tip and core wire were visually, tactilely, and microscopically examined. Inspection of the device revealed tip damage as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. The sheath was kinked 8cm distal of the white snapping feature. Inspection of the remainder of the device found no other damage or defects. Product analysis could not confirm the reported event as clinical circumstances could not be replicated, and there was no implant returned.

Event description:
It was reported thrombosis occurred. A 24mm watchman flx laa closure device was deployed during a procedure. A thrombus formed on the delivery catheter post deployment. The thrombus was successfully aspirated at the time of device release. There were no patient complications and the procedure was completed without further issue.